Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, an issue was identified that may be related to the reported event. During functional testing, the iesu displayed error code m02 6 upon startup, and a review of the internal logs showed errors m02, c00, m11 and c84. Upon visual inspection indicates the iesu is in good cosmetic condition. Probable root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted endometriosis resection and hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) regarding activation errors when activating monopolar energy. A power cycle was performed on the erbe and the reported complaint remained. Tse reviewed the system logs and found error m02 and c00 on the erbe which would require a replacement. The other da vinci system was currently in use. Tse advised the customer that the other vision side tower could be swapped in once it is available. The procedure was completing as planned with no reported injury.